Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was selected for treatment, and a retrograde puncture was performed. However, during the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device followed by stent placement. The patient experienced no adverse effects from this event and remains in good condition post-procedure.